Manufacturer narrative:
Results: the jet7 was kinked approximately 121.5, 122.5, 123.5, 124.5 and 126.0 cm from the hub. Conclusions: evaluation of the returned jet7 revealed kinks along the distal shaft. This type of damage typically occurs if the device is forcefully manipulated against resistance. During functional testing, the jet7 was advanced through a demonstration neuron max without an issue; therefore, the root cause of the reported complaint could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 and m2 segments of the middle cerebral artery (mca) using a penumbra system jet 7 kit. It was noted that the patients anatomy was tortuous and had calcified segments in the internal carotid artery (ica). During the procedure, the penumbra system jet 7 reperfusion catheter (jet7) was advanced through a neuron max 6f 088 long sheath (neuron max) and into the target vessel. The physician then advanced a spider wire through the jet7 for distal embolization protection and commenced aspiration. Next, the physician removed the jet7 from the patient to clear out clot from the catheter. Upon removal of the jet7, the physician found "notches" on the distal tip and, therefore, the jet7 was no longer used. The procedure was completed using a new jet7 and the same neuron max. There was no report of an adverse effect to the patient.